Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported to fresenius that the patient got up to use the bathroom during a dwell phase of peritoneal dialysis (pd) treatment on 09/27/2024 and the patient connector line on the liberty cycler set got caught and pulled apart the patient¿s catheter (not a fresenius product). The patient experiences confusion so their care partner sets up and disconnects pd treatment. The patient was using the new integrated lyberty cycler set (050-87216a) and the patient did not realize the patient line and drain line were shorter. The issue was identified after the patient realized their shirt was wet. The on-call rn was contacted and the patient was advised to go to the emergency department (ed) for pd catheter repair. The ed did not have supplies to repair the pd catheter. The pd catheter was snipped in order to seal it and the patient was sent home to see the on-call rn. The patient was seen by the on-call rn the following day and the adaptor and extension set were changed using aseptic technique without any complications. It was confirmed that there was no bleeding at the catheter site nor peritonitis event that resulted from the reported issue. The patient can no longer can reach the bathroom commode with the new integrated liberty cycler sets. The patient is now required to keep a portable commode in the treatment area of their bedroom and can no longer wash hands with soap and water after using portable commode. No sample was returned to the manufacturer for physical evaluation.

Event description:
A user facility registered nurse (rn) reported to fresenius that the patient got up to use the bathroom during a dwell phase of peritoneal dialysis (pd) treatment on (B)(6) 2024 and the patient connector line on the liberty cycler set got caught and pulled apart the patient¿s catheter (not a fresenius product). The patient experiences confusion so their care partner sets up and disconnects pd treatment. The patient was using the new integrated liberty cycler set (050-87216a) and the patient did not realize the patient line and drain line were shorter. The issue was identified after the patient realized their shirt was wet. The on-call rn was contacted and the patient was advised to go to the emergency department (ed) for pd catheter repair. The ed did not have supplies to repair the pd catheter. The pd catheter was snipped in order to seal it and the patient was sent home to see the on-call rn. The patient was seen by the on-call rn the following day and the adaptor and extension set were changed using aseptic technique without any complications. It was confirmed that there was no bleeding at the catheter site nor peritonitis event that resulted from the reported issue. The patient can no longer can reach the bathroom commode with the new integrated liberty cycler sets. The patient is now required to keep a portable commode in the treatment area of their bedroom and can no longer wash hands with soap and water after using portable commode. No sample was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.